Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. It was stated that the customer's high blood glucose level was caused due to a bent cannula and the insulin pump did not alarm. The hospitalization happened a month ago. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.